Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller was exchanged due to irreparable damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress in power cable the reported event of a communication issue between the system controller and heartmate touch due to irreparable damage was confirmed via the submitted photo. System controller, serial hsc-091690, was not returned for analysis. The provided information indicated that multiple attempts with different heartmate touch devices were attempted. The submitted picture shows a damaged white power cable jacket in two locations. One of the damage locations is inside the strain relief which is broken off. The orange transmission wire, responsible for sending data to the monitor, was observed to be severed which would cause a communication issue between the system controller and a monitor. It is unclear if there is any damage to the remaining of the underlying wires. The root cause for the communication issue was a severed transmission wire; however, a root cause for the damage was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the primary controller would not communicate with the heartmate touch. Multiple attempts with different heartmate touch devices were attempted.